Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an adhesive issue with an infusion set fell off event on (B)(6) 2024 during use. Infusion set was used for 1 day. Blood glucose level was 156 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.